Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the physician became unable to move the guidewire during the procedure. The guidewire and catheter were removed from the patient and exchanged. The procedure was completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue as well as a new known good guidewire. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the physician became unable to move the guidewire during the procedure. The guidewire and catheter were removed from the patient and exchanged. The procedure was completed with no patient complications. The catheter is expected to be returned for analysis.